Manufacturer narrative:
Film analysis summary: the exact cause of the inability of the device to cross the arch and reach the intended implant location is unknown, but appears most likely anatomy related; due to the steeply angulated aortic arch. Pre-implant CT¿s were not provided; therefore, a complete assessment of the patient¿s anatomy could not be performed, and angiograms showing the attempted positioning of the device across the arch were not available for return. Three (3) still angiograms confirmed that the arch was sharply angulated, measuring ~120 deg, and was located ~4cm caudal to the lcca near the origin of the lsa which was severely dilated at its origin. No images of the device attempting to cross over the arch were returned, and no obvious delivery system or stent graft issues were seen in the returned films. The delivery system has been returned for investigation and is pending analysis. The results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was planned to be implanted in a patient for the endovascular treatment of a 60 mm diameter thoracic aortic aneurysm. It was reported that during the index procedure, the stent was placed along a super hard guide wire and the stent was harder than the patient's aortic morphology. The stent was unable to get through the arch of the aorta and it was unable to reach the predetermined position. It was reported a number of means were used including entering from the left neck and using double guide wires. The stent could not be released and hence the stent implantation failed. A larger softer non-medtronic stent was utilized and the implantation was released. As per the physician, the cause of the event was due to patient's anatomy. The patient's left sub-clavicular dilatation resulted in a steep aortic arch and the support delivery system was relatively hard. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary; the taper tip was slightly curved. Indentation marks were visible on the distal end of the taper tip consistent with the tip being stubbed during advancement. There was no further damage observed to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.